Event description:
#Medwatcher #(B)(4). Hair loss, brain fog, metal taste in mouth, break outs all over body, cramps constantly, abdominal muscle spasms, heavy bleeding, irregular periods, swelling in calf, ankles, andamp; feet, bloating. Tired all the time, constant headaches, no sex drive, pelvic pain (a lot of pain), hot flashes, dizzy spells (which in the end make me super sick). I was diagnosed with hypothyroidism wednesday (B)(6) 2016 . I was covered by (B)(6) when I had the procedure done back in 2013.